Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed dashes (---) for parameters. When reprogramming to base rate was attempted, the device exhibited inter- mittent capture, pacing and sensing. After interrogation and removal of the telemetry wand, the patient returned to intrinsic rhythm with no pacing. Subsequently, the device was replaced.